Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd ultra-fine ii¿ (short) self-contained insulin syringe needle pierced through the shield in the packaging and stuck the consumer's finger. The following information was provided by the initial reporter: pharmacist called on behalf of consumer. Stated there is a needle sticking through shield of 1 syringe. Stated the consumer did stick finger but did not seek medical attention and has no intention of seeking medical attention; applied a band aid. Incident occurred on (B)(6) 2019. Lot: 8120643, expiration date: 2023-05, item: 320469. The consumer took the bag out of the box. The bag she was holding, she reached in to remove a syringe and stuck her finger. She pulled out the syringe and noticed a needle sticking through the orange shield.

Event description:
It was reported that the bd ultra-fine ii¿ (short) self-contained insulin syringe needle pierced through the shield in the packaging and stuck the consumer's finger. The following information was provided by the initial reporter: pharmacist called on behalf of consumer. Stated there is a needle sticking through shield of 1 syringe. Stated the consumer did stick finger but did not seek medical attention and has no intention of seeking medical attention; applied a band aid. Incident occurred on (B)(6) 2019. Lot: 8120643, expiration date: 2023-05, item: 320469. The consumer took the bag out of the box. The bag she was holding, she reached in to remove a syringe and stuck her finger. She pulled out the syringe and noticed a needle sticking through the orange shield.

Manufacturer narrative:
Investigation: customer returned (31) 1cc, 8mm, 30g syringes (11 in open poly bags, 20 in sealed poly bags) with the shelf carton from lot # 8120643. Customer states that there is a needle sticking through shield of 1 syringe and the consumer did stick finger. All returned syringes were examined and one syringe from an open poly bag exhibited the cannula through the shield, exposing the cannula, which could cause a needle stick. A review of the device history record was completed for batch# 8120643. All inspections were performed per the applicable operations qc specifications. There were four (4) notifications [200756931, 200756934, 200757028, 200756989] noted that did not pertain to the complaint. Probable root cause for the cannula through the shield is a misalignment at the shielder dial that caused the cannula to be bent before the shield was applied. CAPA 226773 that addressed bent cannula on the pils was completed 14feb2019 after the date of manufacture for batch #8120643.

Event description:
It was reported that the bd ultra-fine ii¿ (short) self-contained insulin syringe needle pierced through the shield in the packaging and stuck the consumer's finger. The following information was provided by the initial reporter: pharmacist called on behalf of consumer. Stated there is a needle sticking through shield of 1 syringe. Stated the consumer did stick finger but did not seek medical attention and has no intention of seeking medical attention; applied a band aid. Incident occurred on (B)(6) 2019. Lot: 8120643, expiration date: 2023-05, item: 320469. The consumer took the bag out of the box. The bag she was holding, she reached in to remove a syringe and stuck her finger. She pulled out the syringe and noticed a needle sticking through the orange shield.

Manufacturer narrative:
Investigation: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. A review of the device history record was completed for batch# 8120643. All inspections were performed per the applicable operations qc specifications. There were four (4) notifications [(B)(4)] noted that did not pertain to the complaint.